Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.

Event description:
During lung resection procedure, the jaws were difficult to open before it was applied on the pt. The surgeon applied another device. No pt injury reported.